Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery at 4 months post-operative due to instability/dislocation. Patient ID: (B)(4).